Manufacturer narrative:
(B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2007 due to sui. It was reported that following insertion, the patient experienced pain, infection, urinary problems, recurrence, dyspareunia and depression. It was reported that following insertion, the patient experienced not being allowed to lift at work in the kitchen. She reports pain and painful intercourse. She had recurrent infections until her 2013 removal. There is incontinence caused by cough and sneezing. Her bowel problems persisted from the time of implant until the 2013 removal. Patient is depressed, she believes that the problems put all intertwined and lead to her divorce after 30 years of marriage. She has also experienced mesh exposure, abnormal bleeding and recurrent prolapse. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and (B)(6) 2011 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.